Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, the impedance value increased while the anterior wall of the right superior pulmonary vein was being ablated. A blood clot was noted on the tip of the catheter after the catheter was removed from the patient. The procedure was completed without replacing the catheter and there was no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to rising impedance values during ablation and a blood clot on the catheter tip. Review of the ensite case study indicated increases in impedance during rf delivery in fourteen ablation events. However, information about catheter location during these events was not available. The image submitted with the returned device appears to show a blood-like substance just proximal to the tip electrode; however, no anomalies were noted on the distal tip of the returned device. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing. A simulated ablation test was conducted with no impedance anomalies noted. The luer hub had been cut off of the returned device and was not returned. As a result, flow testing and leak testing were not able to be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance increase and subsequent clot formation on the catheter tip could not be determined.